Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer had three stapler 30 instruments that were found to have a staple reload in the crotch of the jaw. They completed with a new reload and there was no reported injury.

Manufacturer narrative:
As of the date of this report, intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis.